Manufacturer narrative:
(B)(4). Technical service recommended delivering a minimum and maximum energy shock to test the system. The available information suggests the shock portion of this lead remains in service. Should additional information become available, this event will be updated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this implantable defibrillation lead exhibited shock impedance measurements greater than 125 ohms. The rate/sense portion of the lead had previously been replaced due to noise and decreasing pace impedance measurements. No adverse patient effects were reported. Additional information was received indicating an invasive procedure was performed. This shock portion of the lead was surgically abandoned due to the high out of range shock impedance measurements. The rate/sense portion of the lead had previously been surgically abandoned. A new lead was successfully implanted. No additional adverse patient effects were reported.